Event description:
The report stated that the outlet connector pulled out of the bag. When it was being tipped to drain completely, causing blood to spill on the perfusionist and the floor. No permanent pt injury reported.